Event description:
The customer reported a touchscreen calibration issue. There was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 23sep2018. During further investigation (fi), a visual inspection of the touchscreen assembly revealed no evidence of damage or contamination. The touchscreen assembly was installed in an fi test ventilator. The test ventilator was powered up from ac and delivered breaths. The ac led indicator activated. The touchscreen responded to touch command and the touchscreen calibration passed. The ventilator operated for two (2) hours during which post was executed 25 times without generating any failures. The touchscreen assembly was tested and no failures were identified.